Event description:
After the catheter was inserted into the patient, the user "pulled slightly" on the extension line. As a result, the proximal extension line separated from the catheter. No patient complications were reported.